Event description:
During an inferior vena cava filter placement procedure, filter deployment difficulties were encountered. A pre-procedure vena cavogram was performed. The physician used a femoral approach to gain access to the lesion, butonce at the target lesion, the filter would not deploy. The filter then embolized up the inferior vena cava and into the right pulmonary artery. The filter opened only approximately 8 mm, and appeared to be banded closely. The physician elected to leave this filter in the pulmonary artery and placed a second filter above the initilal one. Post-procedure, the patient was transferred via helicopter to denver where a surgeon will attend to removing the undeployed stent.